Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was over 500, 532 mg/dl. Customer requests assistance with programming the insulin pump. The customer had issues with transmitter connection and once it was completed he gave himself bolus with insulin pump. The troubleshooting was not mentioned for the high blood glucose. The product will not be returned for analysis.